Event description:
Pt was a (B)(6) male with a left vertebral artery (va) occlusion. One pass was made with a merci retriever v 2.0 soft. Pt had a thrombolysis in cerebral infarction (tici) score of 2b after treatment. During procedure, the pt experienced cardiac arrest. Five mins of cardiopulmonary resuscitation was performed and pt regained heartbeat. Tissue plasminogen activator (t-pa) was not administered to the pt during procedure. Physician believes that it is possible that a vagal reaction occurred during removal of the clot.

Manufacturer narrative:
There was no evidence of concentric medical device malfunction and the device instructions for use lists related possible complications. Also, while the concentric medical device use may have caused or contributed to the pt outcome, there are other factors independent of the subject device (e.g., patient factors, device use factors, other devices employed, drugs administered, etc.) That also may have caused or contributed to the outcome. Because the device was not returned to concentric medical, a complete investigation could not be performed. Also, because the lot number for the device was not reported to concentric medical, the mfg records for the merci retriever v 2.0 soft device could not be reviewed.